Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/30/2020. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of inflammation, and of pain from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed for inflammation? Results? Were any concomitant procedures performed? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed, please provide date and surgical findings what date was the device removed? Details of the re-operation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mesh implantation in the posterior wall of inguinal canal on an unknown date in 2020. It was reported that the patient experienced post-op inflammation. It was reported that the patient suffered from erythema, inflammation and pain on the incision spot on the 2nd post-operative day. It was also reported that three days after the surgery, another surgery was given to remove and take out the implanted mesh. The patient recovered well and discharged from the hospital ten days later.